Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back and chest areas. There was no alleged device malfunction contributing to the irritation. Patient reported initially using an over-the-counter neosporin and hydrocortisone cream, which did not improve the rash. Patient reported that a physician told her it was likely a staph infection and prescribed antibiotics. Outcome of this irritation is unknown.